Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was not confirmed nor reproduced by technical services. The assignable cause was not identified and no repairs were performed. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of "when start show air." This condition had the potential to interrupt delivery and may have been a false alarm. The event was reported to have occurred upon power up in the intensive care unit. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.